Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/18/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the tissue expander. The device was visually inspected, and no apparent damage was found. Leak testing revealed leakage at the union between shell and injection dome. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast reconstruction with a 350cc mentor cpx 4 breast tissue expander with suture tabs experienced left sided tissue expander leakage post procedure. The expander was stated to be leaking slowly under pressure. As a result, the device was replaced with another 350cc mentor cpx 4 breast tissue expander with suture tabs.